Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the user was made aware that the sensor has to be removed due to early sensor retirement.

Manufacturer narrative:
This sensor (small led and mep spike issue) is part of the issue being addressed by corrective and preventive action. No further investigation is necessary on this RMA since the CAPA resolution will apply to this case.